Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Displacement test was not performed due to blank display. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unknown. The customer observed corrosion around the insulin pump's battery cap. She stated that the insulin pump appeared a little crusty and beat up. She noted that the corrosion was observed around the battery cap and on the grooves or threads of the cap. Advised replacement of the insulin pump. Nothing further reported.